Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The hose was replaced to correct the reported issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Manufacturer narrative:
Additional information was received that the leak was less than 4.5lpm. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. H3 other text : additional information was received that the leak was less than 4.5lpm. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow.